Event description:
A facility reported a nurse was preparing to synchronize cerelink to bedside monitor and accidentally zeroed the icp sensor (while implanted). The sensor was placed on (B)(6) 2025, and removed on (B)(6) 2025. There were no complications reported for the patient. Additional information: monitor used - clk2116186 cable used - 826845 sensor implant location: parenchyma was the integra/codman icp monitor connected to a patient monitor: yes if yes, provide patient monitor make & model: phillips intellivue was the patient lead always connected: yes

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The micrsosensors - cerelink (ID:(B)(6)) was not returned for evaluation as the product was discarded, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the reported complaint could be due to low pulsatility (less than or equal to 1.5 mmhg peak to peak) allows sensor to be re-zeroed after implantation and personnel unaware of proper use of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.